Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to bra roll (back) on (B)(6) 2018 using cooladvantage, coolcurve+ contour applicator who developed paradoxical hyperplasia (pah/ph) 4 months after treatment on (B)(6) 2018. Diagnosed with pah on (B)(6) 2018 to bilateral upper posterior flanks. Pah described as fibrous and firm.

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to bra roll (back) on (B)(6) 2018 using cooladvantage, coolcurve+ contour applicator who developed paradoxical hyperplasia (pah/ph) 4 months after treatment on (B)(6) 2018. Diagnosed with pah on (B)(6) 2018 to bilateral upper posterior flanks. Pah described as fibrous and firm.